Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the active blade broke. The blade tip was retrieved from the pt. Case was completed with same like product.